Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient had an appointment scheduled for 2018-(B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient with an implantable neurostimulator ( ins) for spinal pain. It was reported that the patient never had good therapy for his right side. The patient stated the therapy works for his left side (left back down to his sacrum and down his left leg) and sometimes it will work for his right leg, but it does not work for his right side back. The patient stated he has used all 3 groups (a, b, and c) and does not get adequate therapy from any of them. The programmer showed that stimulation was on. The patient confirmed stimulation was on, set to group a - p1 at 3.8. The patient confirmed he has access to groups a, b, and c. The patient did change to group b on the call. The patient said they had a pretty bad fall just before activating the stimulator. The patient stated they did not fall on the stimulator. A rep said that they spoke to the patient and were working on scheduling an appointment with the hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient had met with a manufacturer¿s representative for reprogramming, and he had three different programs. The patient stated one program was changed to make sure he was getting the right kind of stimulation because he felt a strange sensation and felt stim outside of his rib cage. The patient reported it was a specific program that did this so that program had never done much for him. The patient reported that the device had worked fine for him until he began to have the issue with stimulation in the wrong location. The patient stated that the rep added 2 programs that work quite well which stimulate where he needs them to in the lumbar spine and sacrum area. The patient reported after the rep reprogrammed him he now has 2 programs that work great for him. There were no reported complications and no further complications were expected.

Event description:
Additional information was received from a hcp. It was reported the patient fell on his sacrum and did not fall on the device. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.